Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The cause of the event is undetermined. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a distal femoral osteotomy procedure, as the surgeon was tightening the second cortical screw, ar-13380-44 (lot: 10130957, (B)(4)) into the contourlock femoral osteotomy plate, ar-13110l-02 (lot: 10162249, (B)(4)), the lateral cortex of the femur became fractured. The surgeon went on to insert the remaining screws (listed below) and then opened up a different manufacturer's device to hold the fracture and the plate together to provide support so that the fracture did not spread. A fluoro was taken during the case to confirm the fracture.